Manufacturer narrative:
Additional information: the reported events of inadequate capture threshold and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damage.

Event description:
During follow-up, high pacing impedance and high threshold was noted. The lead was explanted and replaced and the patient was in stable condition.